Event description:
When bipolar cord was plugged into valleylab machine, cautery did not work. Plugged into monopolar accessory connector with setting at 40-35; cautery worked but sparks were seen to fly when fallopian tube was cauterized. Bipolar pedal was not used for first tubal cauterization. A bipolar pedal should have been used.